Event description:
While using a byte day aligner, the patient experienced an issue with chewing with their back teeth and their jaw felt misaligned. Patient was evaluated and found to have significant posterior open bite related to use of the aligners. Doctor recommended patient to discontinue use of aligners to prevent further intrusion of posterior molars and extrusion of anterior teeth.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.